Event description:
Pt self tester alleges precision issues. On (B)(6) 2012 - inratio 1st = 4.5, 2nd = 1.8, 3rd = 3.6, 4th = 5.0, lab inr = 3.8. Pt's therapeutic range is 2.5 - 3.5. Less than 30 min between meter tests and lab draw. Less than 10 min between all meter tests.

Manufacturer narrative:
Investigation pending.